Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) concerning patient recently implanted with implantable neurostimulator (ins) for unknown indication. It was reported that MRI compatibility guidelines were requested. The caller indicated that the patient has severe abdomen pain and lower extremity numbness. The stimulator was off, and he has had the symptoms since implant on wednesday (B)(6) 2019. The scan was being done of the t spine because they are checking to see if the patient has a potential bleed where the lead wires are located at t8 and t9. The patient was admitted to the ER on the date of call. This was a sudden change in symptoms. Compatibility guidelines were sent. No further complications were reported.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer 2019-05-08. The patient reported that the surgeon nicked a nerve when they were placing the paddle lead at the t11 and hit t10. The patient was numb from the waist down. The patient reported they removed the ins and lead on the following wednesday because they were both affected by a (B)(6) infection. The patient reported he has strength in his legs but no feeling. This makes it difficult to urinate/go to the bathroom. The patient just recently was released from the hospital and has been on antibiotics. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.